Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported sensor failure, loss of communication between pump and transmitter, discrepancy between sensor glucose value and blood glucose value and experienced hyperglycemia. Customer reported sensor glucose value was 50 mg/dl and blood glucose value was 179 mg/dl. The customer reported that the value difference was not within target range. The hyperglycemia was treated with an insulin pump. The event involved product mmt-1884, mmt-7040a, mmt-7841zn, mmt-243a, mmt-332a. Troubleshooting was performed for loss of communication. Pump tried multiple attempts to re-establish communication with the transmitter however the customer did not receive the sensor connected alert. It was unknown whether the auto mode feature was active at the time of incident. It was unknown whether the customer had been using an insulin pump within 48 hours of reported event. No further patient complications were reported. No product return was required for mmt-1884, mmt-7040a, mmt-7841zn, mmt-243a, mmt-332a.